Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following information was reported via article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case 7: it was reported that the procedure was to treat a lesion located in the distal right coronary artery (rca). Predilatation was performed with a 2.0x20mm unspecified balloon catheter at 10 atmospheres (atm). An unspecified absorb was implanted with 8 atm. Post-dilatation was performed with a 3.5x15mm unspecified balloon catheter at 18 atm. The patient was placed on dual anti-platelet therapy (dapt) consisting of ascal and ticagrelor. The patient returned with a myocardial infarction and thrombosis was confirmed on angiography. It was not reported how the thrombosis was treated. Reportedly, the patient was compliant with their dapt at the time of the thrombosis. No additional information was provided.